Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 45 mg/dl at the time of incident and another blood glucose level was 74 mg/dl. Customer was treated with orange juice. Customer has been using insulin pump system within 48 hours of reported low blood glucose. Auto mode was not automatically delivering the insulin at the time of low blood glucose. Customer does allege insulin pump was over delivering because customer thinks his basal rates are too high causing. The insulin pump will be returned for analysis.